Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of conformance (coc), visual analysis, lot trending, retains testing, concomitant product evaluation and system risk analysis (sra). The coc was reviewed and test specifications were met at the time of release. No issues were observed in the release record would contribute to the complaint. The part was not returned for visual analysis. Trending by lot number was reviewed from (B)(6) 2016 to (B)(6) 2016 and no significant trend was observed. Functionality testing of sterrad® chemical indicator strips 14100 was performed on thirty (30) ci strips from retains product. Result: 30/30 ci strips met specification for color change from sterrad® processing. The concomitant sterrad 100's was tested and the fse confirmed the unit met specifications and no issue with the unit was found. The sra indicates the risk associated with a quality problem with no impact on safety is "low." There is insufficient information to determine an assignable cause. The customer was unresponsive to obtain additional information. Should additional information become available, the complaint file will be re-opened and re-evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100_90. Lot number - the correct lot number is 159611-01. Expiration date the correct expiration date is 12/31/2017.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after completed sterrad 100s cycles. The customer advised the issue seems to have a high occurrence when using "casket" cases. Customer advised there is no particular case that causes the issue. Customer advised that the issue has occurred in aesculap trays, stryker, and da vinci. Asp will continue to follow up for additional information. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.